Event description:
It was reported that during a total hip arthroplasty procedure, the blade broke at the mount. It was further reported that the surgeon was unable to locate the broken piece in an x-ray performed on the pt during the procedure, but located it when the x-ray was again reviewed post-operatively. It was additionally reported that a revision surgical procedure was performed to remove the broken piece. This procedure was successfully completed and no further adverse consequences were reported.

Manufacturer narrative:
\A review of the blade image provided by the customer confirms that one of the blade tabs, subject to this MDR, has broken at the mount. A documentation review of the lot concerned has not highlighted any issues which could have contributed to this event. The root cause of the complaint is determined to be multi-factorial. Handpiece: system 5 sagittal saw.